Event description:
It has been reported to philips that the fluoroscopy was intermittently unavailable. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿fluro available intermittently¿. Upon troubleshooting, fse checked the system and confirmed the teal wasn't outputting to the pdu (power distribution unit). Fse reset the teal and turned it back on and it reset the controller. After resetting the teal, the system was returned to good working condition. The codes were updated based on the investigation outcome.